Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device was explanted and replaced. The device was in storage mode, as it had progressed beyond the elective replacement indicator (eri) and reached end of life (eol). This device has not been returned. No adverse patient effects were reported.